Event description:
A malfunction alarm was reported by the customer due to "malf 0". There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, as the customer had not done so within the last 24 hours. After resetting, the malfunction did not recur, and the customer was advised that they could continue using the pump. The customer acknowledged and understood the instructions, agreeing to call back if the issue returned.